Event description:
Boston scientific received information that this right atrial (ra) lead had become dislodged. An attempt to reposition the lead was unsuccessful, the helix would not retract after several times being extended. A new atrial lead was implanted successfully. There were no adverse pt effects reported. The explanted lead was returned. Analysis is currently ongoing. This report will be updated once analysis has been completed.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.